Event description:
Healthcare professional reported left side rupture and fluid visible around the implant (captured as seroma). The identification of "cysts and multi-cystic areas" have been deemed not device related. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of seroma is not able to be observed. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & seroma.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. Seroma-late: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side rupture and fluid visible around the implant (captured as seroma). The identification of "cysts and multi-cystic areas" have been deemed not device related. The device has been explanted and replaced with another manufacturer's device.